Event description:
Pt here for diagnostic cath that required intervention. Upon withdrawing the promus premier stent on the balloon into the guard the stent came off the balloon and dislodged. After attempting to remove stent on guidewire with balloon, stent again came off and was then located in common femoral artery and required an additional procedure to remove stent.